Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No samples were received for this complaint therefore a thorough product evaluation could not be performed. Part of the finished product specification for opsite post op includes a test that assesses the resistance to water contact of the product. This batch was found to comply with specification. On this occasion no problems were found with our products or procedures and no further actions are deemed necessary. Should further supporting information become available we may reopen this investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the dressing has not been waterproof under the shower. No patient incidence.